Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's father reported receiving a motor error alarm on the insulin pump. Customer also received a failed battery test after a battery change. Customer's current blood glucose reading is 82 mg/dl. No further information reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement test. No motor error alarm noted. The motor passed the motor test. No unexpected low battery alarm observed. Minor scratched lcd window, cracked display window corners, and cracked reservoir tube lip.